Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited loss of capture. Under fluoroscopy it was noted that the lead was dislodged. The lead was revised successfully, the patient did not experience any symptoms and was stable post procedure.